Event description:
Customer reported the system has intermittent digital noise in the images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and reseated the image processor and scan converter pcbs. System operates as intended.